Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other companies¿ device were used in this study: coolpath; livewire. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one hundred and forty-four consecutive patients with recurrent typical atrial flutter disease underwent radiofrequency catheter ablation. During the follow-up period, nine non-fatal ischemic cerebral events occurred after 44 ± 30 months from the index procedure and were classified as transient ischemic attacks or radiologically verified ischemic strokes. Additional information was obtained from author indicating that the incident was not related to the procedure. Title: ¿incidence and clinical predictors of subsequent atrial fibrillation requiring additional ablation after cavotricuspid isthmus ablation for typical atrial flutter¿ the purpose of this study was to investigate the long-term outcomes after elective cti ablation, focusing on detection of the occurrence of af and symptomatic af that required a further additional dedicated ablation procedure. Suspected device is a thermocool navistar, however catalog and lot number is unknown.